Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d9, h3. Summary of event: as reported, during an unknown procedure, an advance 18 lp low profile balloon catheter ruptured. The lesion, which was 70% occluded/stenosed, was located at the popliteal and superficial femoral artery. The anatomy was moderately calcified (approximately 70%), but not tortuous. Another manufacturer's sheath and inflation device were used. The complaint device was inflated one time and ruptured at six atmospheres. Just the balloon catheter was removed. Blood was noted in the inflation device and the balloon was not inflated inside of a stent prior to the rupture. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded patient anatomy contributed to this incident. The user reported the lesion that was being treated was 70% calcified, likely causing the rupture. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E3: occupation: specialist-clinical documentation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, an advance 18 lp low profile balloon catheter ruptured. The lesion, which was 70% occluded/stenosed, was located at the popliteal and superficial femoral artery. The anatomy was moderately calcified (approximately 70%), but not tortuous. Another manufacturer's sheath and inflation device were used. The complaint device was inflated one time and ruptured at six atmospheres. Just the balloon catheter was removed. Blood was noted in the inflation device and the balloon was not inflated inside of a stent prior to the rupture. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.